Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, root cause could not be determined. However, the issue may have resulted from stress of repeated use and external factors/handling of the device as damage of the charged coupled device unit and identification circuit boards were reported during the evaluation. The event can be detected/prevented by following the instructions for use: operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and inspected. The customer's complaint for no image was confirmed, but the image noise was not confirmed. Additionally, the following reportable malfunctions were found by olympus repair: e216 and b30 communication errors, and an circuit board malfunction. The following non-reportable malfunctions were found during the device evaluation: the tip metal was scratched, the distal sheath adhesive was chipped, and the switches had dirt. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer notified an olympus representative, that during preparation for use, no image was displayed and an error was displayed. Additionally, the customer reported there was noise in the image. The intended procedure was completed using a similar device. There was no report of patient harm or user injury as a result of the event.